Event description:
Home pt (hp)reports disconnecting the pt line of the homechoice set from his transfer set, in dwell 2/5 during automated peritoneal dialysis treatment, resulting in a leak. Initially, hp reported he restarted with the same setup; however, in followup, hp reported he ended treatment early after noting leak. No pt injury or medical intervention required per hp.